Event description:
It was reported that the device passed the operation test, but in an intervention to move to the floor, the equipment turned off and on by itself. The device was in use at the time of the event. No patient harm was reported. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. It was determined that the device shown error message ¿imminent shutdown¿ while powered on the battery, the fse tested the device with another battery and received the same result, however, after connecting mrx to ac power for the whole night, error never appeared again, and performance looks good. Nevertheless, device was not returned to use since this model reached end of life. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer was informed that this model is eol, the customer considering replacing the unit in order to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the mrx device indicating the device passed the operation test, but in an intervention to move to the floor, the equipment turned off and on by itself. The device was in use at the time of the event. No patient harm was reported. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.